Manufacturer narrative:
E1: reporter and reporting institution phone #(B)(6). The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed by the fse. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction. Error was displayed on the intellivue mx750 patient monitor and no sound was coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.